Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the tip of a balance middleweight (bmw) universal ii guide wire was broken. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the tip of a balance middleweight (bmw) universal ii guide wire was broken. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: the tip of a balance middleweight (bmw) universal ii guide wire was kinked, and the tip coils separated while the core was intact. The procedure was completed without further issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible that the mishandling of the device during use caused the reported damages; however, with the incorrect device returned and limited information, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9: device available for eval updated to no. H3: reason device not evaluated by mfg changed to na.